Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the right atrial (ra) lead. It was also noted that the r-wave amplitude of the right ventricular (rv) lead had been decreasing but has lately began to increase. The leads remain in use. No patient complications have been reported as a result of this event.